Event description:
It was reported that during the implantation process, the right ventricular lead was tested in five myocardial positions; however, the sensing was suboptimal, and the parameters remained poor even after the helix extension, with no damage observed. It was discovered that the helix's tip had not fully extended. Despite 30 attempts to extend it, the issue persisted. Consequently, the lead was removed from the patient. Attempts by the physician to manually rotate the helix were unsuccessful, as it could neither be extended nor retracted. The device was subsequently replaced with a non-bsc model which exhibited normal sensing and proper helix extension post-implantation. This device is not available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.